Event description:
We have been informed that during sculpting, the tip of the needle broke off in the patient's eye. The broken part was retrieved from the eye and the surgery was completed on another system. No report that actual patient has occurred or surgery was prolonged > 30 minutes.

Manufacturer narrative:
In regard to this incident, no product was returned for investigation. The received photo confirmed the breakage of the needle. Since the involved phaco needle was not returned, no examination could be performed. As the batch number of the needle is unknown, an investigation pertinent to the manufacturing records was not possible either. Without any proper investigation, the cause of the failure remains unknown. In general, it should be noted that insufficient irrigation, and therefore insufficient cooling, is the most likely cause for the phaco needle to break during use. Since lack of irrigation may have various causes, including, but not limited to improper placement of the phaco sleeve or unfavorable settings, a main contributor to the failure could not be determined. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. Similar serious incidents and associated number of devices were determined by taking the number of serious incidents related to the imdrf a code a040103 corresponding to the in house code ph-needle-broken(rep) (and related codes indicating the same issue, but leading to the prolonged surgery) and taking the number of devices distributed within each time period. Please note that some of the needles are reusable so the number of performed surgeries is higher than the number of devices distributed. The incident that is the subject of this report is also included in the table above.

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We have been informed that during sculpting, the tip of the needle broke off in the patient's eye. The broken part was retrieved from the eye and the surgery was completed on another system. No report that actual patient has occurred or surgery was prolonged > 30 minutes.

Manufacturer narrative:
The complaint is under investigation.

Event description:
We have been informed that during sculpting, the tip of the needle broke off in the patient's eye. The broken part was retrieved from the eye and the surgery was completed on another system. No report that actual patient has occurred or surgery was prolonged > 30 minutes.